Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced deflation during intercourse with tenacio pump. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed visual inspection. No damage or abnormalities were found. The pump passed both leakage and functional test. Based on the information available and analysis results, the reported device allegation is unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced deflation during intercourse with tenacio pump. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.